Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the aortic placement signal was lost and left ventricle waveforms were lost but it resolved automatically without any troubleshooting. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was not returned for evaluation. Data logs were reviewed, and "impella position unknown" alarms are continuous throughout case. Optical parameters were not affected with positioning alarms. Data logs also indicate "controller error" alarms occur twice during case. No problem was found with the pump, a review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.